Event description:
A nurse reported that during surgery, system messages were displayed regarding the lamp and illuminator fiber. There was a significant delay (time of delay not disclosed), but the surgery was completed with no harm to the pt.

Manufacturer narrative:
The co rep examined the system and replaced the table top illuminator lamp. The system was then tested and met product specifications. A visual assessment of the returned illuminator lamp module did not reveal any visual nonconformity. The illuminator lamp module was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined as the returned illuminator lamp module was tested and found to meet product specifications. (B)(4).